Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the right front-to-back seat frame rail tubing is broke at the point in the area of where the rear right side-to-side tubing is attached to the front-to-back tubing. MDR filed.